Event description:
Surgeon was unable to loosen a tightened setscrew on the cross connector. The setscrew was deformed. The doctor had cut off the implant to remove it from the patient. There was no injury to the patient. The surgery was extended by 40 minutes. As the delay was in excess of 30 min, an MDR has been filed to document this event.

Manufacturer narrative:
Device has not yet been returned for evaluation.